Event description:
It was reported that the user could view dexcom g7 glucose readings in the dexcom app but not on the ilet or ilet app, indicating a cgm data transmission issue and pairing failure between the g7 sensor and the ilet system. Symptoms included intermittent sensor reconnecting messages prior to call and inability to display cgm values on the ilet. Outcomes included loss of cgm data to the pump with brief interruption of automated insulin dosing based on sensor data. Investigation included software update, cgm pairing troubleshooting including toggling sensor type, and reattempted code entry, followed by application of a new dexcom g7 sensor that entered warmup. Investigation of this case revealed that the issue was consistent with transient cgm signal loss and brief sensor performance issue on the g7 side rather than a persistent ilet hardware failure. It was concluded that user instruction and software update resolved the reported communication problem, with the new sensor expected to restore normal cgm-to-pump connectivity after warmup.